Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the therapy was working great to control their bowels; however, since implant they seem to be peeing more and are always wet. Patient cannot use pads because they are allergic to them. They never had the urinary issues prior to the interstim implant. Patient contacted their doctor's office and was directed by the doctor to call medtronic. Reviewed that adverse changes to bladder function is a possible adverse event with interstim therapy. Reviewed options to try decreasing amplitude or trying a different program to see if this resolved urinary concerns. Patient stated they do not want to mess up their bowel control and "I think its just something minor." Patient stated maybe they should just wait a day or so to see how it goes. Additional information was received from the patient on (B)(6) 2023.. They reported that the device has failed and never worked the way it should have they are going to have it removed but want to know if it is safe to use red light therapy beds?

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified the statement "the device failed" reporting leads are not in the best place per doctor. Device is a disappointment. It is unknown if this issue was caused by normal battery depletion. The cause of the device not working was unknown. Steps taken to resolve the issue included removal of the device. The issue was not yet resolved. The patient also reported the doctor that placed the leads and generator did not have anyone on staff to help. When the patient called for help they referred them to patient services (ps). Ps referred patient to the doctor. When the patient followed up they had to pay to see a staff member only to tell the patient they didn't know anything about it but they would figure it out together. The patient's urologist has a staff member that has 4 years experience, so the patient switched to them, but the device was still not working. Disappointed they are not having success with the device.